Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood glucose (bg) levels (50-60 mg/dl). Customer stated that low bg's are due to their basal rate setting. Customer adjusted the basal rate to address bg levels. Customer drank juice and consumed sugar tablets to stabilize blood glucose levels.